Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a specimen cup dry with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, into the patient's eye. The surgeon explanted the lens because it is too big. Attempts to obtain additional information have not been successful.